Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -07.50 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced for a shorter length lensduring initial surgery due to excessive vault. This resolved the problem.

Manufacturer narrative:
Additional information: device evaluation: lens was returned in a micro centrifuge with moisture on lens. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and residue on the lens. (B)(4).